Event description:
Additional information reported the urinary tract infections were reported by the patient and there were no laboratory findings to verify that they had occurred.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # v969904, implanted: (B)(6) 2012, product type lead. (B)(4).

Event description:
It was later reported that the neurostimulator was not related to the event. It was stated that the event resulted in medical or surgical intervention and in-patient or prolonged hospitalization. The event did not result in permanent impairment or a life-threatening illness or injury. This event resulted in serious deterioration in the health of the patient. The event was resolved without sequelae on (B)(6) 2014.

Event description:
It was reported the patient had a loss of therapeutic effect. The patient had a ¿thin stream¿, incomplete emptying, recurrent urinary tract infections and increased incontinence. The patient felt intermittent zaps to their vagina and then would feel nothing. The patient was tried on nitrofurantoin as a prophylactic antibiotic but had a reaction and was in the hospital for two days. The patient was given prophylactic keflex 250 mg per day. The patient was also given vitamin c tablets and cranberry capsules. They were to eat at least one serving of yogurt per day and void every 3 to 4 hour. The patient was also reprogrammed as an intervention. The event was related to the programming and considered ongoing. If additional information is received a supplemental report will be sent.